Event description:
She had stapled hemorroidopexy with ethicon hemorrhoid pph stapler cpt 46947 and returned to the ed the following day with rectal bleeding. This was reported from home and observed in the ed. Patient to the or for anorectal exam and, although no active bleeding was noted at that time, the staple line was reinforced with sutures and she was discharged. Patient pre-op hemoglobin was 16, on arrival to emergency room on 1-7 was 14 and then to 12.4.